Manufacturer narrative:
H3: analysis of recharger, model - 97755, s/n - (B)(6), revealed : high reading na; low reading na; no anomalies were visually observed; no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had been struggling to get their implanted neurostimulator (ins) to charge for about the last month. The patient said when trying to charge the implant, they would get no device found. The patient would enter passive recharge mode and sometimes the signal would say 0 and patient would move the recharger around and get it to a high number and then it would connect for a minute and then go back to no signal. The patient then said over the past few weeks, the issue had gotten worse to the point where they couldn't even get the implant to charge in their leg (patient mentioned their implant was used for peripheral nerve stimulation). The patient mentioned that for the first time in 5 years, they had felt the recharger overheating. The patient clarified the relay box and the connection between the cord and paddle got hot. A request was sent to the repair department to replace the recharger. Agent sent new address to prs.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.